Event description:
Caller reported a cartridge alarm 20 but there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The technical support team resolved the issue by sending a replacement pump to the customer, ensuring the shipping address was confirmed and no signature would be required for delivery. They also provided instructions for entering storage mode for the current pump and the steps needed upon receiving the new pump, which the customer understood and acknowledged. The caller was instructed to return the problematic pump to tandem using a return box and pre-paid label within 10 days.